Manufacturer narrative:
Lens popped out of injector. Evaluation: results - visual inspection of the returned product showed evidence of clear surgical residue, however, there was no visible damage to the lens.

Event description:
It was reported that after the surgeon attempted to insert an aq2015a three piece silicone lens and lens popped out of the inserter and was contaminated. There was patient contact but no injury. The reporter stated the incident was due to a loading error.